Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral transcatheter aortic valve replacement procedure to implant a 23mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured on deployment, visualized by angiography. Despite the balloon rupture, the valve was successfully implanted in the intended position. Significant resistance was encountered when attempting to pull the commander delivery system back into the 14f esheath+, but the attempt was successful. Once the system was inside the sheath, significant resistance was again encountered when attempting to remove the system as a unit from the body. A cutdown was performed to facilitate removal. Damage was noted to the iliac artery and vascular surgery was required to patch the vessel. The patient remained in stable condition post-procedure. Per review of device imagery, the esheath was noted to be kinked and liner delaminated.

Manufacturer narrative:
This is one of two reports being submitted for this event. Please reference manufacturer report number 2015691-2025-08795 for the difficulties experienced with the delivery system with access vessel injury requiring intervention. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to capture inability to withdraw the esheath+ and for engineering evaluation findings. Sections b1, b2, g6, h2, and conclusions in this section were updated. Section h6 codes were added: type of investigation, health effect - impact code, device code. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post procedural imagery was provided. Upon review of the imagery, it was observed that the delivery system nose tip and burst inflation balloon observed partially withdrawn through bunched and circumferentially-delaminated sheath liner. There was no observable sheath liner tear, but the sheath tip appears opened as designed and a kink on the sheath shaft was observed. Imagery of the patient's anatomy was provided and revealed tortuosity present in the patient's right access vessel and calcification in the patient's abdominal aorta. Liner delamination was identified via provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that "the commander delivery system balloon ruptured on deployment". Evaluation of the provided device-related imagery revealed circumferential liner delamination at distal sheath shaft. Additionally, evaluation of the provided device-related imagery of the delivery system confirmed a burst inflation balloon. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. An esheath kink was identified via provided imagery. It is likely that the sheath shaft sustained damage during system removal. Retrieving a system with an altered balloon profile could cause it to catch on the tip, leading to increased withdrawal forces. High pull force was likely applied to overcome the withdrawal difficulty, leading to the sheath shaft kink. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, high pull force) may have contributed to the sheath kink. The complaint for inability to remove esheath was confirmed based on the available information. As per the imagery provided, the delivery system nose tip and burst inflation balloon were observed protruding through the delaminated sheath. It is possible that the delaminated/kinked sheath may have created a challenging condition to remove the devices and became more susceptible to catch on the vasculature during withdrawal leading to the reported withdrawal inability. In addition, per the provided patient anatomy imagery, the patient had presence of calcification in the abdominal aorta and a tortuous access vessel. Calcification and tortuosity present in the patient anatomy could create a constrained condition and subject the devices to suboptimal angles, which may further contribute to the reported withdrawal difficulty. As such, available information suggests that procedural factors (damaged sheath) and/or patient factors (calcification, tortuosity) may have contributed to the reported withdrawal inability. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.